Event description:
It was reported that the physician had difficulty inserting leads into the atrial and right ventricular header ports of the pulse generator. The leads were inserted successfully. The lead electrical measurements were normal. The device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.